Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was elevated due to alert triggered for right ventricular (rv) lead coil impedance out of range (oor). The rv coil and superior vena cava (svc) coil were both elevated similarly. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for right ventricular (rv) lead varying impedance. There were also alerts for high, undefined rv coil and rv superior vena cava (svc) coil defibrillation impedances. Rv coil impedance spikes were noted along with a suspected rv lead defibrillation coil fracture. The rv coil and pace/sense portion of the lead was capped and replaced with a single coil high voltage lead. The existing svc coil was reused. No patient complications have been reported as a result of this event. It was further reported there were additional alerts for high svc coil defibrillation impedance and that the reused svc coil was programmed off.